Event description:
Pt's wife called pharmacy. Pt's pump displayed message "call for service." No error code appeared. Pt was able to switch to back up pump with no problems. Pt did not experience any adverse drug event due to malfunctioning pump. Pt will be couriered new pump and will keep malfunctioning pump and wait for return box to send pump back. No other info known. Serial number of malfunctioning pump: (B)(4); due for maintenance: (B)(6) 2018. Dates of use: from (B)(6) 2017 to (B)(6) 2018. Diagnosis or reason for use: pah.